Event description:
The initial reporter complained of a questionable inr result from their coaguchek xs meter (B)(4) compared to a doctor's office coaguchek xs plus meter serial number (B)(4). This medwatch will cover strip lot 36887111 that was used at the doctor's office. For information on strip lot 30497511 used on the customer's meter refer to the medwatch with patient identifier (B)(6). At 1:42 pm the result from the doctor's office meter was 3.0 inr. At 1:48 pm the result from the customer's meter was 4.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin, has had no changes in either diet, illnesses, medication, or warfarin dosage, and has had no bleeding or bruising. The test strips were returned. Replacement product was sent. The returned customer test strips were measured with the retention meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.